Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in line), which occurred on the homechoice (hc) during use. The home patient (hp) stated this was the third time they had the alarm with these supplies, the hp had already cleared both system error 2240 and 2367. The hp attempted to start over with the same supplies several times. The technical service representative (tsr) explained alarm and the possible causes the hp was going to hold onto the used bags in case they need to be picked up. The hc was okay. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the hp (B)(4) 2012 the regarding reported problem. The hp stated for this night they just ended therapy. The hp stated that they kept getting this alarm and called their nurse, and their nurse was the one that told them to call baxter. The hp stated they checked the setup, and did not notice anything unusual with them that could have caused this alarm. The hp stated that they no longer have the samples available, they have been discarded. The hp stated that they don't recall the lot numbers either. The hp stated they have not had this problem since then. They stated they did not need any medical intervention due to this alarm. The hp stated overall therapy is going fairly well. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product issue. Complaint is confirmed because the patient reported during trouble shooting of an alarm situation system error 2240, patient reused the disposable supplies, which is a use error/poor aseptic technique. The label review found the patient at home guide to be adequate for the use error in this incident.